Manufacturer narrative:
Other text: additional information received: the customer stated that the issue happened when the pump was pulled from storage and was being set up for use. The beeping and blank screen would not allow the pump to be set up for use. A different pump was selected for use. This pump was not involved in any type of patient care incident.

Event description:
It was reported that the device failed pharmguard server deployment. The customer stated that they started seeing line across the screen and keeps beeping, they can't stop it even if they use the silent button or remove the battery. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.